Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the product came "out of the side.¿ healthcare professional ¿could not remove the needle.¿ no injury to patient, staff, or injector. Packaged needle used and tightened by hand.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml was received in an opened pack with an opened tray. The syringe was received without the cap but with two needles and one of the needles is still attached. No defect was observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc the product came "out of the side.¿ healthcare professional ¿could not remove the needle.¿ no injury to patient, staff, or injector. Packaged needle used and tightened by hand.